Manufacturer narrative:
(B)(4). The complaint is regarding one laser tube where costumer complained a rupture of the trachea while using the tube. No product was returned for investigation, thus a visual examination and a functional test could not be performed. A device history record (DHR) review was conducted on lot 18101 and no issues that could have contributed to the reported event were identified. Based on the information above, no manufacturing related issue could be identified. Root cause is related to a user error as the size used was too big and it was confirmed by customer.

Event description:
Customer complaint alleges "in the (B)(6) hospital (B)(6) they used our laser tube size 4 for child (B)(6) years old. After inflating the balloon there was rupture of the trachea." Required medical intervention reported was suturing of the trachea. Additional information received reported the doctor stated "they unfortunately used too big canula for to too small patient and big amount of sterile fluid. Fortunately patient is now at home at fine condition."